Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. The external threads were damaged possibly during removal of the device. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported implant had been placed on tooth # 19 (unknown notation system) for approximately 8 years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62223876) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62223876) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided, date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site # 19 fractured and was removed.